Event description:
At the end of the implant procedure, after releasing the prosthesis, a pericardial effusion was noted via transesophageal echo. A pericardiocentesis was performed to stabilize the patient. No further intervention was required.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.